Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not working and keypad anomaly. Customer stated that insulin pump had a blank screen and went to a stuck button alarm with out pushing any button. Customer stated that they did not pressed a button down for 3 minutes or longer. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.